Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error , low battery, and power loss alarms due to j6 connector resistance issue. No unexpected replace battery now alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery alert. The customer¿s blood glucose level was 83 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery alert. Customer also stated that this was the second occurrence of replace battery alert without low battery alert. Customer stated the insulin pump had power error detected alarm. Customer reported they were able to clear the alarm and was able to rewind the pump. Troubleshooting was performed. The insulin pump will be returned for analysis.